Event description:
It was reported that during echocardiogram performed to check patient¿s left ventricular function on an unknown date, vegetation was observed on the right atrial and right ventricular leads; the patient had developed an infection. The whole system, including the implantable cardioverter defibrillator and the leads, was explanted on (B)(6) 2018. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.